Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the inlet port broke after the application of minimal pressure. The device was not previously dropped. The product problem was observed prior to placement on the patient.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection of the device found the patient outlet fitting to be loose, confirming reported customer complaint. The problem source has been determined to be user interface as there was physical damage to the device.